Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve was not draining, and the patient was not getting any better. Therefore, the doctor had to replace the valve with another one. There was no injury to the patient, and the patient was stable.